Event description:
It was reported to philips that system failed to power up due to detector overheating and communication issues on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced tcu-fd mod, mpd control unit and performed power cycling; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).